Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level read "high" on the continuous glucose monitor (cgm). Elevated blood glucose was addressed by manual dose injection. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed.